Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer ran diagnostics and confirmed that all pockets were readable. The engineer inspected all pockets and found no issues, opened the back panel, and reseated the row board cables on the controller board. The retractors were inspected and found to be in good condition. After logging back into the application, all pockets were visible. The pharmacy inventoried items without issues, and the engineer ran diagnostics again to confirm proper operation. Proactive inspection process was performed. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.